Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for compact plus system 2. Reference medwatch with a1 patient identifier (B)(6) for compact plus system 1.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 120 mg/dl (compact plus meter 1) and 50 mg/dl (compact plus meter 2) customer was feeling weak, shakey, and sweaty with the readings listed above. Customer treated with a snack and felt better shortly afterward. No adverse event reported. Requested return of suspect device and replacement was sent.